Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
During an atrial flutter and amulet left atrial appendage closure procedure, an effusion occurred requiring a sternotomy. After the ablation was completed it was attempted to cross the septum with both the steerable delivery sheath and the viewmate ice catheter using the buddy wire technique. The steerable delivery sheath was placed in the right atrium while the viewflex catheter was inserted into the left atrium. Once the viewflex catheter was delivered into the left atrium the patient became hypotensive. An echocardiogram confirmed a laceration to the left atrial appendage causing an effusion. A pericardiocentesis was then performed. A 22mm amulet was then inserted into the left atrial appendage to occlude the appendage causing a tamponade. Upon further review, this approach did not occlude the effusion and a sternotomy was performed and the patient was placed on bypass. The patient then went into a ventricular tachycardia and was cardioverted resulting in the amulet device dislodging from the appendage. The tear was repaired and the amulet device was removed from the left atrium. The patient was taken to the ICU. The physician alleges the effusion was caused by the viewflex catheter when crossing the septum. There were no alleged performance issues with any abbott device.